Event description:
It was reported that the bd maxplus¿ extension set fell off causing leakage. The following information was provided by the initial reporter: the needless connector is supposed to be bonded on but the connectors fall off and can¿t be put back on. Last week I got a message from our di director saying some site have been having issues with the pressure rated extension used, that they were leaking.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of luer falling off the tubing could not be verified due to the product not being returned for failure investigation. Device history record review for model mp5301-c lot number 22089439 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd maxplus¿ extension set fell off causing leakage. The following information was provided by the initial reporter: the needless connector is supposed to be bonded on but the connectors fall off and can¿t be put back on. Last week I got a message from our di director saying some sites have been having issues with the pressure rated extension used, that they were leaking.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.